Event description:
Hip revision at about 1 month post primary. Dislocation of the head from the liner and the cup moved from the acetabulum. The patient did not follow the surgeon's recommendations because he had no pain and moved without canes directly after surgery. No loosening of the stem. No infection. Acetabular components and femoral head revised successfully.

Manufacturer narrative:
Batch review performed on 27 june 2024. Lot 2405084: (B)(4) manufactured and released on 15-mar-2024. Expiration date: 2029-02-27. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department a revision surgery was performed one month after the primary tha due to a dislocation. The patient was reported to be non-compliant with the surgeon's recommendations, moving without canes. In addition, the surgeon suspected a falling episode or an inappropriate hip movement. The available pre revision x-ray images show a tilted acetabular component with inadequate version, possibly resulting from the dislocation (and subsequent reduction). Dislocation is a known complication after a tha. Possible causes include falling or improper hip movements, as suspected in this case. We have no reason to suspect a defective or malfunctioning device. Additional revised implants batch review performed on 27 june 2024 on liner: mectacer 01.29.411 ceramic liner ø 32 / f lot. 2315577 lot 2315577: (B)(4) manufactured and released on 30-jun-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Product not marketed in us. Batch review performed on 11 june 2024 on cup: versafitcup cc trio 01.26.45.0056 acetabular shell cc trio ø 56 (k103352) lot. 2312674 lot 2312674: (B)(4) manufactured and released on 12-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.